Event description:
It was reported the patient had a bowel obstruction. The physician did surgery on the patient and found the lead wrapped around her small bowel and had almost eroded through it. The physician cut the lead where it left the abdominal cavity going into the pocket, leaving the "end piece" in. The device was still on "as far as anyone [knew]." The lead, including the electrode and disc, was removed at the stomach insertion point with the rest of the lead still connected to the stimulator. As of (B)(6) 2012 the patient was inpatient at the hospital. The patient was scheduled for a revision surgery on (B)(6) 2012. Additional follow-up information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the revision case went well. The enterra system was removed and replaced with new leads and a stimulator. The stimulator was turned on in the or.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead product ID 435135, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).